Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. Before the fse arrived at the site, the fse had the customer performed the "run time test" on the batteries for 135 minutes, and they passed the test. The fse inspected the battery hold latches, all main board connectors and reseated. The fse replaced the battery connector cable as a precautionary measure, and the fse performed a full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. Event site full name: the hospital (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shut down with no alarms in the ambulance while transporting a patient. The iabp came back on when it was plugged into the ambulance. No patient harm, serious injury or adverse event was reported.